Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and menorrhagia ('hypermenorrhea') in a 34-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. In 2018, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be unrelated to essure. The reporter commented: physician sent essure sample and removal questionnaire. Batch number not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Date of sample received at quality unit (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and menorrhagia ('hypermenorrhea') in a 34-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. In 2018, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopi salpingectomy and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. Amendment: the report was amended for the following reason: after internal review, field device available for evaluation was updated: yes. Company causality comment was updated. No new follow-up information was received from the reporter. We received a returned sample in this case. A technical investigation will be conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and menorrhagia ('hypermenorrhea') in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. In 2018, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.